Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 400 mg/dl. Customer she did a rewind, changed out her set and found that the cannula was bent. Customer reported that the alarm was resolved by an infusion set change. The customer was advised to call back when alarm reoccurs in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.